Event description:
It was reported that the pt has had a very poor result with his cochlear implant, as 5 electrodes were outside the cochlear and electrode channels 6 and 7 led to non-auditory side effects. Testing was carried out which showed a technically fully functional implant. The pt was explanted on (B)(6) 2007, however med-el was not informed about the scheduled explantation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.